Event description:
Per the event description on the attached user facility medwatch report: "pt underwent atherectomy procedure. A terumo 7fr destination guiding sheath became stuck in the pt and then broke. Incision was made and catheter was removed using c-arm for verification. A few days later, the pt underwent retrieval of foreign object which was the tip of the sheath and a thrombectomy." F/u communication with the user facility confirmed that the pt has been discharged from the hosp.

Manufacturer narrative:
The involved device was not returned by the user facility, which limits the investigation. The investigation was based upon eval of user facility info, photographs of the involved device and reserve samples. During f/u communication, the user facility provided a copy of the procedure summary dictated by the physician. The procedure summary referenced several factors that are likely to have contributed to the reported difficulty encountered during removal of the sheath at the end of the procedure: vessel access was difficult due to fibrous scar tissue in the groin area from previous procedures; a 7-french sheath could not be advanced initially, but was exchanged after use of a 6-french sheath; and "there was a lot of spasm" of the vessels during the procedure. In addition, the procedure summary stated that the sheath began to stretch as they were removing it and they continued to pull until "the sheath broke". The photographs of the involved device confirmed both the reported stretching of the sheath by an axial pulling force and the eventual separation of the distal portion. Visual inspection and functional testing of reserve samples confirmed no anomalies or defects. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number had been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description, procedure summary and photographs of the involved device are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling states in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in qa for appropriate tracking, trending, and f/u.